Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a single port sleeve gastrectomy, small fragment of green reload was detached from the reload. Echelon works normally with the rest of the reloads. The fragment was recovered. Procedure was delayed by five minutes. Procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: upon visual inspection of three photos, the following was observed: the photo first and second shows a green reload from top view and it can be seen the drivers up and the sled was observed in the proximal end of reload. Also, appears to be seen a damage in middle of cartridge on left side, near of eighth pocket. The third photo shows only a gauze with body fluids. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.